Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical relevant medical information was provided to conduct a through medical assessment. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that patient presented with a loose knee. Had in a journey ll femur with a legion rev tibia with a journey lock and a 15mm bcs poly. We removed the 15mm poly and put in an 18mm bcs poly and closed up. Patient was stable.